Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that network issue. A technical support specialist (tss) found there was no issue in the pyxis interface, and the issue was in the customer environment.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a network issue. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.